Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the full lead was returend and no anomalies were found.

Event description:
It was reported that the left ventricular lead dislodged and there was no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.